Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the customer set the bovie on the normal level during a laparoscopic procedure, they noticed that the device melted. A new product was opened in order to complete the case. There was no patient injury involved regarding the event. No additional information was provided.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur if the instrument is used improperly. The instructions for use for this product states: when using electrocautery, ensure that the outer sleeve is fully retracted to expose the tip of the device, as failure to do so may compromise discharge of energy from the electrode. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. A secondary condition of disengaged sheath was noted that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.